Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample from an unknown roche analyzer. (B)(4). Ft4: 1.675, 1.35, 1.63 pg/ml. The third result was reported to the physician. There was no adverse event. Liquid flow cleaning was performed and qc tested the next day was acceptable.

Manufacturer narrative:
Additional information was received: the analyzer at the customer site was cobas e601 serial number (B)(4). The unit of measure for the ft4 assay was actually ng/dl. The field service representative carried out a periodic inspection and there was no problem found. He replaced the syringe seal piece, o-ring and pinch bulb tube. He cleaned the reagent and sample probes as they were a little dirty. The field service representative ran repeatability testing on several samples for ft3 and there was no difference from the results obtained before the maintenance. A specific root cause could not be identified. From the information provided, a general reagent issue could most likely be excluded. The issue may be related to a sample specific issue such as micro-clots or fibrin. However, as the customer was not using the recommended sample rack tube adapters, issues with sampling caused by leaning sample tubes could not be ruled out.